Event description:
It was reported that the pump had a bubbled downstream occlusion (dso) sensor seal. No patient involvement was reported.

Manufacturer narrative:
B3: month and day of event is unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was able to be confirmed. The downstream occlusion (dso) seal was found to be delaminated. Upon further investigation, the upstream occlusion (uso) seal was found to be delaminated. The uso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.